Manufacturer narrative:
The serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 24.5 diopter lens was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to post-operative dysphotopsia. Reportedly, the patient did not have any contributing medical history. There was no incision enlargement and no vitrectomy performed. There was no patient injury. The replacement lens was a zcb00 24.0 diopter lens. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received reported the serial number of the explanted zxt150 intraocular lens (iol) as serial number (B)(4). The explanted lens was replaced with zcb00 +24.0d iol. As a result, the following fields have been updated: expiration date: 4/22/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxt150u245. Device manufacture date: 4/22/2017. Device evaluation: manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.